Event description:
During a navigated hip replacement the femur was fractured during normal surgical procedure. After broaching and using the calcar planer the surgeon noticed a femoral fracture. The surgeon then cabled the femur and continued with the operation. There was more than 30 minutes delay in surgery as a result.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.